Event description:
Customer's family member called to run some testing on pump after the pt's accident. The cause of the accident as not determined at the time of call. It was stated that the customer was hospitalized for low bgs. Device had cracks on the front of the pump, above and below the screen. Troubleshooting was performed. Pump tested ok.